Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be obtained, a supplemental report will be submitted.

Event description:
It was reported that the septum of an interlink continu-flo set collapsed into its housing as a blunt cannula (with syringe) was inserted into the injection port, near the edge. This occurred during patient infusion. The reporter stated that this caused the port to leak and resulted in the infusion line having to be replaced. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 6.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.